Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Testing confirmed that the device failed to complete its internal self-test possibly due to a faulty pneumatic block. Device inspection found insect contamination in the device. No further evaluation has been performed due to insect infestation. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.